Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was found to contain a kink; no other damages or defects found. Cause and timing of the observed kink, and its relation to the reported bleeding, if any, could not be determined. Additionally, although blood seen on the adhesive pad confirmed user reports of bleeding, the definitive cause of the bleeding could not be determined. Device was still able to successfully deliver insulin, and download data showed no abnormalities.lot release records were reviewed and the product lot met all acceptance criteria.omnipod insulin management system ¿ user guide- model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 350 mg/dl. While the pod was worn on the abdomen for between 36 and 48 hours, the patient reported bleeding at the insertion site. In order to treat the high bg, a new pod was applied.